Manufacturer narrative:
(B)(4). Date sent: 1/14/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Date sent: 12/31/24. D4: batch #unk. The video upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - is the current patient status known? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number c9em17, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, it was observed that the stapler did staple on the left side but did not staple the stomach on the right side. It did not transect the tissue fully, resulting in +-5cm hole in stomach so two barbed sutures were used to close it. Clips were used when trying to gain access to the bursa omentalis, but they confirmed the stapler did not fire over the clips. The procedure was completed with a delay of 15 minutes. There was no adverse patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025 d4 batch #188d03 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with two ecr60w reloads present. The reload (b) was received with no apparent damage and fully fired. The reload (c) was received with the right side fully fired and the left side partially fired 1/4. Upon evaluation of the reload, the reload deck and one-piece sled were noted to be damaged. The damage to the reload is consistent with the device being clamped over a hard object. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additionally, photos and video were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 188d03, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2025. Additional information was requested, and the following was obtained: please clarify, was there a blood transfusion? Unknown was the surgery extended greater than 1 hour? Unknown was there additional hospitalization? Unknown.